Event description:
Patient reported blood glucose going low during the day, no value for blood glucose was given. Patient stated they were extra active during the day and tried to eat something to bring up their levels. Patient advised they changed things on the device, but they were not really sure what they were doing. Patient began vomiting and felt faint, so they called their caretaker and then 911. Patient was taken to the hospital and treated with orange juice, no details were given on their release. Patient is going to visit their physician to evaluate their therapy. Patient stated they do not feel competent operating the device at this time, so a request for additional clinical assistance will be provided.